Manufacturer narrative:
(B)(4). Concomitant medical devices: zimmer bioloxâ® delta, ceramic femoral head, m, ã¸ 28/0, taper 12/14 cat#00877502802 lot#3194194. Foreign country: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00085.

Event description:
It was reported the patient underwent initial surgery on an unknown date. Subsequently, patient was revised on an unknown date due to the liner being dislodged. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon receipt of additional information, it has been determined this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.